Event description:
It was reported that during preparation for a percutaneous stenting treatment procedure, the stent partially deployed. The lesion location and characteristics are not known. While the 5mm x 40mm x 1350cm sentinol nitinol bilary stent system was flushed with saline, it was noted that the stent was exposed and partially deployed. The device was set aside and another sentinol stent was used to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)